Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h1, h2, and h6 have been updated accordingly. After inflating the balloon of a 6f/7f mynxgrip vascular closure device (vcd) in the patient, the user tried to pull back and the balloon got stuck. The doctor deflated the balloon and took the device out but had to pull because the device was stuck in the patient. There was no reported patient injury. The mynxgrip vcd was used in an interventional peripheral procedure. The deployer¿s mynx training status is mynx certified. The device was stored and handled as per the instructions for use (IFU). There were no damages noted on the device prior to use. The mynx vascular closure device (vcd) prepped according to IFU instructions. The procedure used an antegrade approach. The femoral artery¿s suitability was verified on angiography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. When taking the device out of the delivery package, the plastic tube had to be pulled off the device. Looking at the device, there was a hook after the balloon. There was a plastic hook sticking out of the device. The hook was noted when it was in the patient because it got stuck. The patient recovered after the mynx event. The procedure was completed with other mynx device. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock closed, and the sealant and advancer tube were observed to have been remained in the manufacturing position. The procedural sheath was not returned with the device. Per microscopic analysis, the adhesive taper applied on the catheter¿s shaft at the balloon¿s proximal tip was scraped off from the outer shaft and bent outward as received. The condition of the returned device indicates that device may have been caught on something inside the vessel during pullback. A product history record (phr) review of lot f1829501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon retraction jam - inside the vessel¿ was confirmed during analysis of the returned device. The exact cause of the balloon retraction jam could not be conclusively determined. Procedural factors, such as the device getting caught on something inside the vessel, may have contributed to the reported event. The condition of the damaged adhesive taper at the balloon¿s proximal leg indicates such. Vessel characteristics, such as tortuosity, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1829501 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after inflating the balloon of a 6f-7f mynxgrip vascular closure device (vcd) in patient, the user tried to pull back and it got stuck. The doctor deflated the balloon and took the device out but had to pull because the device was stuck in the patient. The patient¿s recovered after the mynx event. The procedure was completed with other mynx. There was no reported patient injury. The patient was not hospitalized, or the hospitalization extended as a result of the event. The event did not cause a clinically relevant increase in the duration of the procedure. There is moderate vessel tortuosity, no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The mynx vascular closure device (vcd) was used in interventional peripheral. The procedure used an ante-grade approach. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. When taking the device out of the delivery package, the plastic tube had to be pulled off the device. Looking at the device, there was a hook after the balloon. There are plastic hook stick out from the device and it´s placed after the balloon. The hook was noted when it was in the patient because it got stock. The deployer¿s mynx training status is mynx certified. The device was stored and handled as per the instructions for use (IFU). There were no damages noted on the device prior to use. The mynx vascular closure device (vcd) prepped according to IFU instructions. The device be returned for evaluation.